Event description:
It was reported that the rx accunet was deployed in the heavily and completely calcified right internal carotid artery (rica). An 8x30 rx acculink was unable to cross the rica and was removed from the anatomy. The 7-10x30 rx acculink was successfully implanted in the rica. During removal from the patient anatomy, the rx accunet was not fully captured in the recovery catheter, and the rx accunet caught on the distal portion of the rx acculink causing the stent to become deformed. The damaged segment of the rx acculink was treated with balloon inflation. There were no adverse patient sequelae. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The rx accunet is being filed under a separate MFR number.